Event description:
During post dilatation of a medtronic wiktor rival coronary stent the balloon burst at 12 atm. The burst resulted in a vessel rupture and cardiac tamponade occurred. The patient was then taken for emergency coronary artery bypass graft surgery. The patient is fine after surgery. Rated burst pressure is 6 atm.